Manufacturer narrative:
The reported event was addressed with phone support. The customer was able to flip back the scope to proper orientation by moving the scope arm and scope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. Per the customer, the issue was resolved by moving the scope arm and scope. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the customer called in during the case to report that they had trouble with the 30-degree endoscope¿s orientation facing down, and it would not flip up. The customer stated the scope was in, but it was upside down, and this caused the surgeon side cart (ssc) controls to also be mixed up and not moving correctly. The customer stated they were unable to flip the scope to the 30-up position, and they moved the scope arm and scope to see the instruments, and it flipped back to the proper orientation, and it worked. Customer proceeded with the case. The procedure was completed with no patient harm.